Event description:
Boston scientific crm received info that this cardiac resynchronization therapy defibrillator (crt- d) may not have provided appropriate shock therapy to prevent the death of this pt. The following physician was not contacted for official cause of death as this physician is the deceased pt's son. The device in question, had been buried with the pt.

Manufacturer narrative:
Not returned. At this time, no additional info is available. Should any additional info related to this event become available, this event will be updated.